Event description:
It was reported in the (B)(6) 2013, the patient had "less pain relief." A rotor study was done in (B)(6) 2012 and confirmed the pump was functioning properly. At this time, it was noted the drug was changed from morphine, to dilaudid. It was also stated that the patient's daily does needed to be adjusted. It was then reported on the date of his file that the patient was still experiencing increased pain and the pump was replaced. The patient recovered without sequela.

Manufacturer narrative:
Product ID: 8832, serial# (B)(4), product type: programmer. Patient product ID: 8 703w, lot# l39271, implanted: (B)(6) 1996, product type: catheter. (B)(4).